Event description:
It was reported that the patient presented for an implant procedure. During the post-implantation testing, significant noise over-sensing was observed on the right atrial (ra) lead, making parameter measurement impossible. As a result, the ra lead was not used and not replaced, as the physician proceeded with implanting a single chamber pacemaker. The patient remained stable throughout the procedure.